Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle fell off from the sensor before insertion. Customer's blood glucose was unknown. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis unable to confirm needle complaint due to the customer did not return needle.